Event description:
The reporter states having done, back to back blood glucose tests. Rptr's meter results were 145, 149, 150 and 112mg/dl. No further details of the test were given. Rptr did not have any symptoms. Control testing was not done due to lack of supplies. No harm was alleged. F/u attempts to contact the rptr have not been successful.